Event description:
The customer reported that the suture was fraying while being tied down during a CABG procedure. The surgeon used another suture to complete the procedure with no adverse consequence to the pt.